Event description:
It was reported to boston scientific corporation on december 30, 2019 that a flexiva ID 200 tractip laser fiber was used during ureteroscopy laser lithotripsy procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was a lumenis vp 100w console. According to the complainant, during the procedure the laser fiber cracked about 1cm from the distal end of the fiber. Reportedly, they could see red light coming out of the fiber and it was bulging. The procedure was completed with another flexiva ID 200 tractip laser fiber. There was no serious injury nor adverse patient effects as a result of this event.

Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of fiber broke. Block h10: one flexiva ID tractip 200 laser fiber was returned in one piece, measuring 311.2 cm from the top of the connector to the tip. The exposed glass portion of the tip measures approximately 2 mm and was fractured. Visual examination under magnification reveals that the fiber tip was fractured with a portion detached. The remainder of the distal tip was not returned. The condition of the returned device confirms that the fiber tip detached, likely as a result of handling of the device as it was unpacked or during setup of the procedure, and the device had no influence on the event. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A device history record (DHR) review confirmed that the device met all manufacturing specifications. It did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation on december 30, 2019 that a flexiva ID 200 tractip laser fiber was used during ureteroscopy laser lithotripsy procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was a lumenis vp 100w console. According to the complainant, during the procedure the laser fiber cracked about 1cm from the distal end of the fiber. Reportedly, they could see red light coming out of the fiber and it was bulging. The procedure was completed with another flexiva ID 200 tractip laser fiber. There was no serious injury nor adverse patient effects as a result of this event.